Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to reviewed MRI options with depleted inss. Caller reported they spoke with the pt yesterday and the pt indicated they spoke with an rep last fall (date and rep unknown) and the rep was not helpful, not able to address their issue. The pt says that their stimulators don't work and will not charge. The caller did not know the event date, the caller states the pt indicated they do not have a managing doctor. The rep noted they are scheduled to see the patient on (B)(6) 2025 and will have more information then. The rep reported that per the patient (pt), they have not been able to charge batteries since (B)(6) 2024; pt had contacted patient services for new controllers, new battery for controller and recharger paddle. Pt was still unsuccessful and said they talked to a rep but was advised nothing further could be done to help. The cause was not determined, the rep had advised the pt to bring their external devices with them to the appointment and the pt forgot. The rep noted their programmer could not find either implanted battery. No actions are planned at this time; they are waiting for the patient to make a decision.